Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01970; 0001825034-2022-01971; 0001825034-2022-01973; 0001825034-2022-01974. Concomitant medical products: item#: pt-113950, pt hybrid glen post regenerex; lot#: 607920; item#: 113952, sm hybrid glenoid base 4mm; lot#: 165380; item#: 113032, versa-dial 42x18x46 hum head; lot#: 306460; item#: 118001, versa-dial/comp ti std taper; lot#: 926330. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty. Subsequently, the patient had revision surgery approximately one (1) year and eight (8) months after the initial surgery due to pain, loss of range of motion, and loosening of the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code- mechanical(g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information of the reported event, it was determined that the product was not the cause of the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an anatomical right shoulder replacement approximately five (5) years and three (3) months ago. Subsequently, the patient underwent a revision surgery approximately three (3) years and seven (7) months ago due to pain and an insufficient rotator cuff. Prior to the surgery beginning, the patient's shoulder was easily dislocated anteriorly upon exam but stable posteriorly. The surgeon at that time decided to convert the patient's shoulder to a reverse due to an insufficient rotator cuff. The surgeon left the stem implant implanted, the surgery was completed without any complications.